Manufacturer narrative:
Device evaluation summary: the complaint was confirmed; the total length of the stent graft was approximately 79 mm while loaded within the delivery system, which is shorter than indicated on the labelling; however, within manufacturing specification. The stent graft was deployed and confirmed to be the 82 mm total length. The cause of the event was most likely due to the stent graft being loaded within the delivery system, making the length appear shorter than labelled. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was selected and inserted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. The marker pig tail catheter was placed at the flow divider. Retrograde injection was done to mark the take-off of the internal iliac artery. Marks were counted which indicated an 82 length limb should be used. It was reported that when the 82 limb was inserted it was over 1cm short before deployment. The physician felt this was an unacceptable length discrepancy and the device was removed from the patient. A 93 length endurant limb was used instead with no issues. The physician stated the cause of the event was device related (82 limb length was inaccurate). No clinical sequelae were reported and the patient is fine.